Event description:
The pt was unable to adjust stimulation. The pt programmer displayed the "call your doctor" icon. The pt was seen in clinic. The implantable neurostimulator was in an out of regulation state. Exhaustive impedance testing revealed normal impedance measurements. The stimulation rate and amplitude were reprogrammed; the out of regulation warning did not reappear afterwards. Approx 1 week later the device was found to be out of regulation again. The hcp suspected a hematoma near the electrodes to be a possible cause of the out of regulation problem. Program 1 utilized 6 electrodes. Program 2 utilized 4 electrodes. Add'l info has been requested. A f/u report will be submitted if add'l information becomes available.